Manufacturer narrative:
Date of event and implant date are approximated since exact dates are unknown.

Event description:
It was reported filter migration occurred. The patient had a greenfield inferior vena cava (ivc) filter implanted in 2001. The patient now states the filter has migrated to her liver.